Event description:
This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (B)(4) and is limited and de-identified. On an unknown date in 2014, a valiant captivia stent graft system was implanted in a patient for the treatment of a thoracic aortic dissection. The following adverse events and device malfunctions were observed: respiratory issues requiring re-intubation, severe leg weakness. No further information is available for this event.

Manufacturer narrative:
Exact date of event is unknown. Exact date of implant is unknown. (B)(4).